Event description:
It was reported that the device locked up while in use on a patient in ventricular fibrillation. CPR were in progress and after delivering one shock to the patient, the device locked up and was not able to defibrillate while the patient was still in ventricular fibrillation. Then the patient received a defibrillation shock with a back-up device within 2 minutes. There is no report of adverse outcome for the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device had the service indication on. The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. After the repairs, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an integrated circuit designator u15 which caused the device lockup at cold temperatures and also caused the device lockup intermittently at room temperature.